Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the equipment did not turn on and hd leds were not coming on. Review of the system log file showed that there was a malfunction with host pc. The fse replaced the host pc and performed license update tests for new cpu. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system did not turn on. The system was not in clinical use and no harm has been reported. The power supply for the host pc was replaced as a customer resolution.